Event description:
It was reported that there was a lead integrity alert upon interrogation. The lead had intermittent high impedance measurements and oversensing of what appeared to be noise labeled as high ventricular rate episodes. The lead also had a possible fracture. The lead was programmed off and the device was reprogrammed to air. The lead remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).